Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise that was over-sensed resulting in pacing inhibition. It was noted the patient has congestive heart block. Programming options were discussed. No intervention or additional information was provided. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Received voluntary medwatch mw5152365.